Event description:
Pt underwent a cardiac cath with angioplasty. During the procedure, the n/c monorail balloon material "hung-up" on the stent strut. When the md attempted to remove the monorail catheter, the catheter broke leaving a segment of the catheter stuck inside the rca stent. The pt underwent an emergent surgical procedure to remove the foreign body and had a subsequent CABG to the rca. The pt tolerated the procedure well and was transferred to ccu.